Manufacturer narrative:
The investigation determined that discordant (B)(6) results were obtained from a non-vitros quality control fluid using a vitros 5600 integrated system. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros (B)(4) lot 7930 performance issue is not a likely contributor to the event. Precision testing was not performed to verify that the instrument was operating as expected, therefore atypical instrument performance cannot be ruled out as contributing to the event. Inappropriate pre¿analytical sample handling and storage or pre-analytical sample mix-up also could not be ruled out contributing to the events.

Event description:
A customer obtained discordant (B)(6) results from a non-vitros quality control fluid using vitros (B)(4) reagent in combination with a vitros 5600 integrated system. The lower than expected results were considered discordant when compared to the customer¿s baseline mean for the quality control fluid, as follows: (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected results were from non-patient fluids and so were not reported from the laboratory to a clinician, however the investigation cannot conclude that patient results would not be affected if the events were to recur undetected. There was no allegation of patient harm as a result of the events. This report is the second of three MDR¿s for this event. Three 3500a forms are being submitted for this event as three devices were involved. (B)(4).